Manufacturer narrative:
(B)(4). One unopened spring wire guide (swg) component was returned for evaluation. A visual exam was performed and it was observed that the swg was found to be damaged in three places. The straightening tube on the swg advancer was broken/separated and the swg was kinked. The swg advancer was also damaged at the base of the straightening tube and on the opposite side. The swg was kinked in both locations. The pouch was wrinkled but otherwise appeared typical. A device history record (DHR) review was performed on the swg component and did not reveal any manufacturing related issues. The report that the swg was found to be kinked prior to the procedure was confirmed through visual examination of the returned sample. The sealed swg component was found to be kinked/damaged in three places. A DHR review was performed and did not reveal any manufacturing related issues. Based on the observed damage, it was determined that the probable cause of this issue is shipping and handling related. A conclusion code could not be found.

Event description:
The customer alleges that the guidewire was kinked prior to use. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the guidewire was kinked prior to use. No patient injury reported.